Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a prime (loss of prime) issue. It was reported that the loss of prime occurred 2 or more times. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 05/23/2017. Device evaluation: the device has been returned and evaluated by product analysis on 05/09/2017 with the following findings: review of the black box revealed multiple loss of prime warnings recorded. On investigation, and ez-prime sequence was successfully performed and the pump was exercised for 24 hours without duplication of loss of prime. The force sensor was evaluated and found to be operating within the required specifications. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior compartment. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked.